Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a shaft break occurred. The target lesion was located in a very tortuous artery. A 3.00x32mm synergy drug-eluting stent was advanced for treatment. The physician struggled to get the stent through and the distal part of the stent broke off when the device had to be removed. The procedure completed with a different device. No patient complications were reported and the patient status was stable.